Event description:
It was reported that the patient has ineffective stimulation and is getting stimulation in their abdomen. Reprogramming has been unable to resolve this issue. Surgical intervention was undertaken on (B)(6) 2025 in which the leads were pulled down.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which their leads were explanted.

Manufacturer narrative:
The report of "therapy not in needed area" was not confirmed. Analysis of the returned lead (a) did not identify any broken internal wires, and it passed continuity testing. The root cause of the reported "therapy issue" is unknown.